Event description:
This case was initially received via (B)(6) ((B)(4)) on 06-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("bad reactions to implants with allergy to nickel") and device dislocation ("migration of the right implant") in a (B)(6) female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant and intervention required). The patient was treated with surgery (essure was removed on (B)(6) 2017). At the time of the report, the allergy to metals and device dislocation outcome was unknown. The reporter provided no causality assessment for allergy to metals and device dislocation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 43 kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 08sep2017 for the following meddra preferred terms: - device dislocation: the analysis in the global safety database revealed 1.465 cases. - allergy to metals: the analysis in the global safety database revealed 300 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.